Event description:
It was reported that cadd solis vip failed calibration. No patient involvement or injury reported.

Manufacturer narrative:
The device was returned to smiths/ICU medical. Yes, customer's problem was duplicated. Verified downstream occlusion sensor was defective and stuck at 2500mv, during the functional test. The device failed to calibrate, and it alarmed "cassette not attached properly" during nda testing. Contamination was found on downstream occlusion sensor; it was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.